Event description:
The reporter stated that the dental surgery site was prepared to place the dynablast paste, but the paste had to be removed from the pt because it contained 4-8 mm size chips. The procedure did not involve a dental implant.

Manufacturer narrative:
A review of integra's complaint system showed that this event was reported to integra, and entered into the complaint mgmt system in (B)(6) 2009. A medwatch had not been submitted previously for this event. No product was returned for eval. An investigation of the complaint was conducted. A device history review showed no anomalies. The product was mfg and released in accordance with the finished product specs. A retain unit sample was inspected by integra quality assurance and was in good condition. As part of the inspection, the dynablast putty was extracted and dissolved with water to separate the cancellous from the putty. There were no abnormally large particles of bone and the particles passed through the 1 mm sieve per specs. The directions for use instructions are enclosed with each product. The contraindication state: "dynablast putty contains cancellous particles up to 4 mm in size. Do not use for applications when large particle sizes may be contraindicated." No corrective or prevention action was deemed necessary at this time. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.